Event description:
Complainant alleged that during a biomed testing the device displayed a "defib fault 80," "system fault 36," "system fault 37," and "pacer fault 115" messages. Complainant indicated that there was no pt involvement in the reported malfunction.